Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. It was stated in the report that the pump stopped without alarming. The following information was also mentioned in the report: "spark 70745, patient was receiving hypertonic saline at 60ml/hr. Noticed while adjusting pumps/changing fluid bags that pump was "stopped". The customer stated that they did not stop it, they pressed start but nothing happened, then pressed "a/b" to go to programming screen. It was attempted again to verify and start infusion but screen remained at "stopped". Video taken by jennifer chrislett, who verified that there was a mechanical error. This patient had been a 1:1 for the previous shifts, but was paired due to lack of staffing. This restless, high-acuity patient on multiple drips who was post-craniectomy was paired with a craniotomy patient, who also required multiple interventions. The device was picked and placed in biomed on (B)(6) 2022 and alarm logs were reviewed. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Manufacturer narrative:
Additional information received through investigation. The engineering team determined that the fluid shield corresponded to the previous version of this component and met specifications . However, there were 3 factors contributing to the issue tied to this previous version of the fluid shield: 1) the measurements of the cassette detection switch were between the low spec and nominal value which contributed to the margin stack up. 2)cassettes distributed to (B)(6) were manufactured between the low specification limit and the nominal value of thickness, which contributed to the design margin stack-up issue. 3) aging of the devices used, may cause wear/tear in rubber of the cassette detection switch, reducing the dimensions and contributing to the design margin stack up. A new fluid shield has been redesigned, which increases the length of the cassette detection switch, mitigates the design margin stack-up issue, allowing a better cassette detection that compensates the cassette thickness being below the nominal value; additionally, this design change mitigates the impact due to wear and tear of the part, as more design margin is available to offset any potential reduction of the length due to the aging.corrected information can be found in h6 - adverse event problem, investigation findings and investigation conclusions sections.

Manufacturer narrative:
Additional information received through investigation stating the logfile and video file confirmed the customer¿s complaint that the pump was not able to be restarted after multiples tries by the user. The failure mode of not able to restart the pump after stoppage was not reproducible with the returned pump. The root cause of the pump stopping, caused by the n250 failure (door opening while pumping), was determined to be the design margin on the mechanical stack-up from (1) the cassette switch height, (2) the thickness of the IV cassette, and (3) the pump¿s mechanism assembly. Therefore, the combination of these three mechanical stack-ups can lead to a condition where the cassette detection switch can momentary electrical loss contact during infusion resulting in the n250 failure. Additional information in h6 and h10

Manufacturer narrative:
The device was returned for evaluation on august 1, 2022. On 08/03/2022 downloaded event alarm log history and sent it to research and development (r&d) for analysis. Confirmed customer¿s complaint of the device stopping during infusion but not audibly alarming. Device passed self test. Programmed the device to run at rate 200 ml/hr. Volume to be infused (vtbi) of 500. During infusion opened/closed the door quickly to mimic an intermittent n250 (door open while pumping) occurrence. Device did not audibly alarm with (n250), but (n250) error flashed upon the screen and was registered in the event alarm logs. Screen now says new patient yes or no. Allowed device to set idle for 2 minutes, the device alarmed with programming not complete action alarm (n102). Pressed the no softkey. Pressed start softkey to resume the infusion. Device resumed infusion. Device completed the programmed infusion without stopping, without any error alarms. Review of the event alarm log history revealed that the device experience (n102) two minutes later, the device alarmed with (n250). Two minutes after that, the device alarmed with (n102). This is consistent with the test performed to try and duplicate customer¿s complaint. Same sequence was present in the event alarm log, dated 06/22/2022 @ 09:43:38. Therefore confirming customer¿s complaint that the device stopped while infusing, and did not audibly alarm. Probable cause is defective / worn fluid shield with excessive contamination, that had become intermittent. Programmed device to run at a rate of 160 for a duration of 60 hours to try and duplicate the customer¿s complaint. Device failed protocol with n250 error alarm. Review of the logs showed that the device failed the protocol on 08/15/2022 @ 02:16:41. Replaced the fluid shield and re-ran the programmed protocol of rate = 160, for a duration of more than 100+ hours. Device passed protocol with no error alarms. Probable cause for the customer¿s complaint is excessive contamination & defective / worn fluid shield. Could not confirm complaint that device programmed infusion could not be programmed or resumed after the customer¿s pump had stopped delivering with error code n250. In attempt to try and duplicate customer¿s complaint the device cassette door was manually opened and closed repeatedly 50 times while the device was delivering protocol. Device would not audibly alarm but would flash n250 and record each n250 in the event alarm log history. Device was able to resume delivery after each manually attempted n250 door open while pumping event. Thus, not being able to confirm customer¿s complaint of the device not reprogramming or resuming delivery after being stopped by n250 error alarm. During inspection found the front enclosure, rear enclosure, cassette door, cassette door lever arm and proximal tubing guide to be damaged. Verified these discrepancies through visual inspection. Additional information d9: device returned to manufacturer august 1, 2022.